Manufacturer narrative:
Investigation pending.

Event description:
Caller (clinic director) alleged discrepant results compared with the lab. Customer states that they have (B)(6) patients in their (B)(6) and for 2-3 weeks have not gotten accurate readings.